Event description:
The customer stated, that he performed 2 control tests and the results were low, out of specification. While troubleshooting, the customer performed more control testing. Those results were also low, out of specification, although actual values were not provided. No adverse events were alleged. The test strips were to be returned for evaluation, and replacement test strips were sent to the customer.

Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.